Event description:
It was reported that the device was not connecting with the clicker button. It was observed the dosage receptacle was missing the male lead. Three functional dosage cords were used to confirm that the receptacle had failed. This damage was confirmed during testing. The customer returned the product for that issue, and during physical inspection it was found that the downstream occlusion (dso) seal was cracked. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged air in line detector (aild), cracked downstream occlusion (dso) seal that was compromised, and error codes 41627, 41626, 43636 and 43639 were found during investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the aild, dso seal, motor, and printed wiring assembly (pwa), performed dso/upstream occlusion (uso) calibration, updated software, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.